Manufacturer narrative:
Product event summary: the programmer was not returned for analysis. However performance data collected from the programmer was received and analyzed. Analysis of the programmer logs confirmed the customer comment that the programmer froze and crashed. Analysis of the logs indicated the pacing system analyzer application crashed. The issue was found to be related to the user pressing the impedance button multiple times. The most likely root cause was traced to a known inherent risk of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the mobile programmer in a procedure on a patient who had been admitted with complete heart block, whilst the user was repositioning the right ventricular (rv) lead in the patient and the lead was being tested, the mobile programmer application froze, crashed and completely shut down. It was noted that the mobile programmer kept pacing at 80 bpm as the patient had become dependent. When the mobile programmer application crashed the user changed to a different model programmer, set up its analyzer and switched the patient cables from the mobile programmer to this programmer. It was further noted that the user was able to re-start the mobile programmer and used it to program the pacemaker and complete all of the post implant checks without interruption. The rest of the procedure completed without incident. The mobile programmer remains in use. No patient complications have been reported as a result of this event.